Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the burr became stuck on the rotawire. The 75% - 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.25mm rotapro and a rotawire were selected for procedure. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire without resistance. A dynaglide mode was used when catheter was advanced to the lesion. During procedure, the burr rotation speed was at 180,000rpm. Then, there was degree of deceleration. During removal, the burr was stuck in the rotawire inside the patient. A resistance was encountered during removal. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There was no patient complications were reported.